Event description:
The catheter began leaking around the cuff about a month after placement. It had been functioning fine until then. They were infusing duramorph, a form of morphine for pain. The leak was noticed due to wet dressing.